Event description:
It was reported that the patient had a warm sensation in or around the implantable neurostimulator (ins) pocket during recharging. The patient stated that the initial implant area got warm during recharging. The patient confirmed that since this last revision that this remained the case. It was stated that it was 'boiling hot' and the patient ¿made people touch it to confirm the heat.¿ it was noted that the manufacturer¿s representative ran electrode impedances and provided just a few ranges that all looked very good (0 = 1353 ¿ 1630; 3= 1306 ¿ 1535; 13= 1087 ¿ 1459). It was noted that a post-op x-ray looked ¿like the lead was slightly slanted to the left a bit.¿ the patient noted that she went to hospital 2 weeks ago because of the heating during the recharging process because she thought she may have an infection. Additional information received reported that the patient's implantable neurostimulator recharger (insr) was damaged. It was noted that the patient also needed 2 spacers. It was noted that no device was returned, c500. Additional information received reported that the patient¿s skin at that battery site got red and irritated when she was charging. It was noted that the patient did replace the antenna and was using the spacer. It was reported that the patient continued to feel uncomfortable stimulation in her entire rib area when the stimulator was on.

Manufacturer narrative:
Concomitant products: product ID 37791, serial # unknown, product type recharger; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 37754, serial # (B)(6), product type recharger. (B)(4).

Event description:
Additional information received reported that the patient had not followed up with scheduled appointments. It was stated that when the manufacturer¿s representative saw the patient in the healthcare professional (hcp) office an impedance check was run and things were okay. It was noted that the hcp had wanted to replace the entire system with percutaneous leads but the patient has not returned to the office.